Manufacturer narrative:
The suspect device is not available for investigation at this time. A review of the device history record is pending.

Event description:
A medsun medwatch mandatory and voluntary report with MDR report#: mw5165444 that stated: ¿jloop for IV is cracked.¿ the initial reporter wanted to remain confidential. The suspected medical device was a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. There was no report of any human harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Corrective actions are in process.